Manufacturer narrative:
The cartridge was not available for evaluation. A device history record (DHR) review was conducted for the reported lot number and confirmed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment and pay close attention to the blood line and access connections." All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly. UDI: (B)(4).

Event description:
A report was received on 19 nov 2025 from the caregiver (cg) of an 80-year-old female patient with a medical history including end stage renal disease who stated the patient experienced a blood leak during a home hemodialysis treatment on (B)(6) 2025. There is no report of medical intervention being required. Additional information was received on 25 nov 2025 from the home therapy nurse (htn) who stated that the patient did not experience any symptoms. Per the htn, the patient continues to treat with the nxstage system.